Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40mg/dl. Customer further states that blood glucose was in the range of 50mg/dl, 60mg/dl and 70mg/dl. Customer treated low blood glucose with small amount of coke, liquid glucose and chocolate milk. Customer states that customer has been hospitalized for three times due to urinary tract infection, back surgery and sepsis. Customer performed troubleshoot for high blood glucose and drive support cap was normal. Customer advised to monitor the pump and blood glucose. Customer¿s current blood glucose was 240mg/dl. Insulin will not be return for analysis.